Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during total laparoscopic hysterectomy procedure, the needle was detached from endostitch. No device component fell into the cavity of the patient. The device was difficult to load. Opened another device and suture reload in order to complete the case, no extension in surgery, no injury to patient. Patient status: alive- no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.